Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with four gore excluder aaa endoprostheses and a gore viabahn endoprosthesis. The gore viabahn endoprosthesis was used in the left renal artery after it had been intentionally covered. The aneurysm was excluded and the pt tolerated the procedure. Later on (B)(6)2011, the pt presented with a cold left foot. The physician performed an intervention where a piece of plaque was removed from the left femoral artery and a patch was placed in the left femoral artery. The pt tolerated the procedure and presented with a warm foot post operatively. The pt presented with transient renal insufficiency secondary to rhabdomyolysis. On (B)(6) 2011, the pt presented with normal urine output. On (B)(6) 2011, the pt expired due to a dissecting ascending thoracic aneurysm, which had been previously undetected.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note add'l device implanted: pxa320400/8058888, pxc141200/9290205, and pxa320400/8008603.